Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation since the patient could not be contacted, despite numerous attempts, to obtain additional information. The alleged inaccuracy occurred a "couple of days" prior to the alert date of (B)(6) 2015. The patient obtained blood glucose readings of "8.7, 14.4 and 4.9mmol/l respectively with the subject meter and results of "4.9, 7.7 and 2.9mmol/l" respectively on another unknown meter. All comparisons were made within 30 minutes of each other. The patient does not take any medication in order to help manage their diabetes and denied making any changes to this regimen as a result of the alleged product issue. The patient stated that 15-20 minutes after the alleged issue occurred they developed the symptoms of "sweating, rapid heart rate and fatigue." The patient denied receiving any form of treatment as a result of these symptoms, however. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The patient's products were requested back for evaluation. This complaint is being reported because the patient allegedly obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.